Event description:
It was reported that pump experienced a malfunction alarm in early morning, with caller unable to confirm fault ID after beginning pump reset and shutting pump down before contacting technical support. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.